Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of intimal dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat the moderately calcified, slightly tortuous mid left anterior descending (lad) coronary artery with 80% stenosis. The lesion was serially pre-dilated with 3.0x8 and 3.5x8 mm balloon catheters at 8 atmospheres. The 3.5x23 mm xience xpedition stent was then implanted and a dissection was noted at the distal end. A 3.5x12 drug eluting stent was used to cover the dissection. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.